Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 13-may-2025, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2025. Reason for device explant and/or reoperation: capsular contracture. D6b explantation date: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-aug-2025, mentor received additional information about the event. The explantation date has been postponed to (B)(6) 2025. D6b explantation date: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-dec-2025, mentor received additional information about the event. The patient had developed capsular contracture in both breasts (baker grade iii in left breast, baker grade ii in right breast). This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2026-00604 for the report for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the patient had both breast prostheses explanted on (B)(6) 2025 and they were replaced with mentor memorygel breast implant 425cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-jan-2026, mentor received additional information about the event. The patient¿s explanted breast prostheses were discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).